Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58 lead, implanted: (B)(6)2004. (B)(4).

Event description:
It was reported that the patient experienced syncope. It was noted that the right atrial (ra) lead exhibited high thresholds and possible noise was seen on the stored electrogram. The lead remains in use. No further patient complications have been reported as a result of this event.